Event description:
It was stated in the report that there was a motor maintenance. There was unknown patient involvement.

Manufacturer narrative:
UDI unknown. One device was received for evaluation. Visual inspection found a swollen dso seal and a damaged ac connector. There was no evidence to review in the device's event history log. Functional testing was performed. Upon review, the report problem was duplicated, the pump motor rotation count has exceeded 12mil, which is over limit. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.